Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although no samples were returned, several pictures were provided by the customer. The pictures were visually evaluated per specification. Two of the pictures were of the blister lid confirming lot 0061677393. The other four pictures were of two catheters. It was noted that the one of the catheter tips was damaged and the springwound coil was stretched. The other pictured catheter appears intact. The event description states "upon removal, the user noted resistance and "wiggled" the catheter a little, and the tip broke off." User should refer to IFU which states, "never pull the catheter back through the epidural needle due to the possibility of shearing or kinking the catheter. When removing the catheter, excessive force should never be applied. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports, "nurse anesthetist inserted a catheter and upon removing, the catheter sheared off around the 5 cm mark." The user noted resistance and "wiggled" the catheter a little, and the tip broke off.